Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump beeped without any alarm message in the display during normal device use. The blood glucose reading was 21 mmol/l. The caller stated that no buttons had been pressed nor accidentally pressed. Troubleshooting was performed and the caller insisted on replacing the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with audio functioning properly. No audio beep without display noted. The insulin pump was received with minor scratches on lcd window and cracked case on display window corners.